Manufacturer narrative:
Although the customer initially reported a service code, review of the AED's internal log files determined that the AED was also reporting replace battery pack now. Further analysis indicated that the battery life expectancy was reduced as a result of the customer's failure to promptly address repeated red asi warnings. On (B)(6) 2025 the AED began reporting a service code and attempted to alert the user by flashing its red asi and chirping. The AED continued to flash and chirp until (B)(6) 2026 when the battery pack was measured at a critically low state and the AED began reporting replace battery pack now. The AED continued to flash and chirp until (B)(6) 2026 when the battery pack was replaced. Once the new battery was installed and a manual self test performed the AED functioned as designed and was able stay in service. This MDR is being submitted due to the AED becoming non-operational as a result of the battery reaching complete depletion without evidence of user intervention or maintenance following the aeds red asi indicating the unit needs attention or servicing.

Event description:
A customer reported that their AED's asi is flashing red, and reporting a service code. The customer did not report this occurring during patient use.